Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead and the pacemaker exhibited noise resulting in multiple noise reversion episodes. The noise was reproducible with isometric test. The clinic will continue to monitor. No intervention was performed. The patient was in stable condition.